Event description:
It was reported that implant detect on the implantable pulse generator (ipg) did not complete. Review of the right ventricular lead noted high impedance and this likely stopped the automatic implant detection. The device was reprogrammed to ¿implant detect¿ off and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Implant detection requires in-range impedances and valid a-v sequences. Reported high impedance may have contributed to implant detect not completing.

Event description:
It was reported that implant detect on the implantable pulse generator (ipg) did not complete. Review of the right ventricular lead noted high impedance and this likely stopped the automatic implant detection. The device was reprogrammed to ¿implant detect¿ off and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.